Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported the abbott care team called a patient and was told the patient¿s system was explanted in november 2019 due to it ¿breaking" and "not working" about two years after implant. The patient declined to give further information. The patient did not verify phi. The clinical specialist was not notified. The patient declined any further outreach from abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-32608. It was reported that the patient underwent surgical intervention wherein the scs system was explanted in (B)(6) of 2019 due to the system "breaking" and "not working". Further information was not made available to the manufacturer. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.